Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture (baker grade IV), "much pain", flabby breast, wavy contours. The device remains implanted.